Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Follow up communication for product return was unsuccessful. A complaint database search found additional reports of breakage for the provided product code. Previous investigations determined misuse (misalignment of impactor) and/or product wear out as the root cause. The investigation could not draw any conclusions about the reported breakage based on the lack of product to examine. Based on the inability to confirm the reported event and the inability to identify root cause, the need for corrective action is not warranted. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The white fixed bearing tibia impactor broke.